Manufacturer narrative:
An investigation was conducted that included a 24 month trend analysis and product risk documentation. No trend was identified. No manufacturers lot code was provided. With no means to ascertain the manufacturer/asset line and day of production, no further device history record investigation can be performed at this time. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
I found a tampon fibre/string inside of me; I found a tampon fibre inside of me 3 to 4 days after my period; it began to shed many fibres; you could easily pluck off the material [device material issue], I found a tampon fibre/string inside of me; I found a tampon fibre inside of me 3 to 4 days after my period [foreign body in reproductive tract], it caused me to get an irritation [that made the inside of my vagina burn]; in a lot of discomfort [vulvovaginal discomfort], bleeding; I am losing fresh blood outside of my period; abnormal bleeding [intermenstrual bleeding], emotional distress; freaking out [emotional distress], thrush [candida infection], yeast infection from the tampon fibre [vulvovaginal mycotic infection], stressed out [stress], exhausted [fatigue], angry [anger], [it caused me to get an irritation that] made the inside of my vagina burn [vulvovaginal burning sensation]. Crying so hard right now [crying]. One of the scariest moments of my life [fear]. Case narrative: on (B)(6) 2021, a spontaneous report was received from a consumer, via a social media website, regarding a (B)(6) female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). On 08-jul-2021, additional information was received, and the case was assessed as reportable. Medical history and concomitant products were not reported. On an unspecified date, the consumer started use of playtex sport plastic, unscented. On (B)(6) 2021, after starting the product, the consumer finished her period, but was losing fresh blood outside of her period (also reported as abnormal bleeding). On (B)(6) 2021, while trying to figure out the cause of her bleeding, the consumer found a "tampon fibre/string" inside of her. This caused her to get an irritation that made the inside of her vagina burn, and the consumer was in emotional distress. The consumer self-treated with unspecified "first aid or over the counter medication." On (B)(6) 2021, the consumer was advised to go to urgent care to get an internal examination, where she was told she had a yeast infection (also reported as thrush), from the tampon fibre. She was treated with 3 doses of fluconazole. Additionally, on (B)(6) 2021, the consumer decided to test 1 of the tampons from the box she got, because she had used them during her last period. No less than 2 minutes after placing the tampon inside of a glass of water, it began to shed many fibers. After about 5 minutes, you could very easily pluck off the material with very minimal effort. The consumer was stressed out, exhausted, angry, in a lot of discomfort, crying, and "freaking out." This had been one of the scariest moments of her life. Subsequently, on an unspecified date in (B)(6) 2021, irritation and the inside of her vagina burning resolved after 3 days. As of (B)(6) 2021, the statuses of product use, emotional distress, being stressed out, exhausted, angry, in a lot of discomfort, and one of the scariest moments of her life were not reported. The status of abnormal bleeding was ongoing. No additional information was provided.